Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannula was too long and difficult to insert. The issue occurred at the patient¿s house and the operator of the device was a healthcare professional. There was unknown patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
Two used decontaminated device samples were received for evaluation. Under visual inspection the samples appeared to be in good condition. Functional testing was unable to confirm/duplicate the complaint. Both inner cannulas could be easily inserted into the tracheostomy tube. No issue was detected during insertion. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.